Event description:
Arterial line tubing leaking saline from fluid chamber between the top of fluid chamber to the spike. Pressure from the pressure bag low due to loss of fluid from the normal saline bag.